Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) potentially exhibited a power on reset (por) due to the patient receiving an external shock from a high tension tower. A new device pocket needed to be created due to burns from the external shock. It was noted that no device problems were observed. No patient complications have been reported as a result of this event.